Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic pelvic') in a 48-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, migraine, cervicitis and neuralgia. Previously administered products included for contraception: mirena from 2010 to 2013. Concurrent conditions included multiple sclerosis, trigeminal neuralgia, bipolar disorder and menometrorrhagia. Concomitant products included carbamazepine since 2006, gabapentin since 2006, montelukast, pantoprazole sodium sesquihydrate (pantoprazol) since (B)(6) 2018, prednisone since (B)(6) 2018 and quetiapine fumarate (seroquel) since 2013. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified") and urinary tract disorder ("bladder or urinary problems or changes: unspecified"). On an unknown date, the patient experienced cervical dysplasia ("cin3 (cervical intraepithelial neoplasia iii) cervical neoplasm (recurrent) post essure implant") and back pain ("pain: back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cervical dysplasia and fatigue outcome was unknown and the migraine and back pain was resolving. The reporter considered back pain, bladder disorder, cervical dysplasia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Events: ¿concerning the injuries reported in this case, the following ones were described in patients medical record: cervical dysplasia, pelvic pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : reporter information was added and new reporter was added. Onset date of events added. Outcome of the events back pain and migraine were updated. Explant date of essure updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: chronic pelvic") in a 48-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, migraine, cervicitis and neuralgia. Previously administered products included for contraception: mirena from 2010 to 2013. Concurrent conditions included multiple sclerosis, trigeminal neuralgia, bipolar disorder and menometrorrhagia. Concomitant products included carbamazepine since 2006, gabapentin since 2006, montelukast, pantoprazole sodium sesquihydrate (pantoprazol) since (B)(6) 2018, prednisone since (B)(6) 2018 and quetiapine fumarate (seroquel). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified") and urinary tract disorder ("bladder or urinary problems or changes: unspecified"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), cervical dysplasia ("cin3 (cervical intraepithelial neoplasia iii) cervical neoplasm (recurrent) post essure implant"), fatigue ("fatigue") and back pain ("pain: back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, cervical dysplasia, fatigue and back pain outcome was unknown. The reporter considered back pain, bladder disorder, cervical dysplasia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent essure confirmation test type of test: unsure. Events: ¿concerning the injuries reported in this case, the following ones were described in patients medical record: cervical dysplasia, pelvic pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaints. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: chronic pelvic") in a (B)(6) year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, migraine, cervicitis and neuralgia. Previously administered products included for contraception: mirena from 2010 to 2013. Concurrent conditions included multiple sclerosis, trigeminal neuralgia, bipolar disorder and menometrorrhagia. Concomitant products included carbamazepine since 2006, gabapentin since 2006, montelukast, pantoprazole sodium sesquihydrate (pantoprazol) since (B)(6) 2018, prednisone since (B)(6) 2018 and quetiapine fumarate (seroquel). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified") and urinary tract disorder ("bladder or urinary problems or changes: unspecified"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), cervical dysplasia ("cin3 (cervical intraepithelial neoplasia iii) cervical neoplasm (recurrent) post essure implant"), fatigue ("fatigue") and back pain ("pain: back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, cervical dysplasia, fatigue and back pain outcome was unknown. The reporter considered back pain, bladder disorder, cervical dysplasia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent essure confirmation test type of test: unsure. Events: ¿concerning the injuries reported in this case, the following ones were described in patients medical record: cervical dysplasia, pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case is incident. Reporter information was added. This case concerns (B)(6) year old patient. Her demographic was updated. Her historical and concurrent condition was added. Essure indication was amended. Essure insertion and removal date was added. Essure lot number was added. Her concomitant medications were added. Event: injury was updated to more specified events: pain: chronic pelvic, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: unspecified, migraine, headache, cin3 (cervical intraepithelial neoplasia iii) cervical neoplasm (recurrent) post essure implant, fatigue and pain: back pain were added. She was recovering from following events: back pain and migraine. Incident. We received a lot number. A technical. Investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.